Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device and verified the reported issue. The se updated the software to the current revision. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator buttons did not work and the alarm did not sound. The ventilator was not in use on a patient at the time of the reported event.